Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump that was infected. The type of medication being delivered via the device system at the time of the event was not provided however hydromorphone was listed as an old medication. Additional information has been requested, but was not available as of the date of this report.